Manufacturer narrative:
No UDI justification: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device failed to capture the patient's heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report numbers 1220908-2024-04059 and 1220908-2024-04080 for similar reports from the same customer.

Manufacturer narrative:
The device was returned to zoll canada for evaluation. The customer's report was attributed to excessive noise in the ECG signal caused by poor coupling. Once proper coupling was established, a clear ECG signal was seen and pacing capture was acquired. The device was put through extensive testing, including bench handing and pacer stressing with returned accessories without duplicating a malfunction to the device. An internal inspection did not identify any associated discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.